Manufacturer narrative:
The returned sample was inspected at 10x microscope magnification at the manufacturing facility. Visual inspection revealed that the lens had surface residuals adhered to both sides of the optic body compatible with handling the lens out of a controlled environment. In addition a partial cut was observed near the central region of the optic body, which may be attributed to the patient procedure. Due to the received condition of the lens, only a visual inspection could be performed. The manufacturing record review indicated that all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after the lens was inserted, the patient moved and caused a tear in the capsule. It was reported that the incision was enlarged, the ar40e intraocular lens was removed and replaced with an anterior chamber lens. It was stated that the patient is doing fine. No further information was provided.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.